Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a shocking or jolting sensation that occurred when she turned her stimulation back on. Pt's symptoms were noted as improving. Additional info has been requested, but was not available as of the date of this report.